Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the pump touch screen was intermittently unresponsive. Reportedly, the customer continued to use the pump for insulin therapy. There was no reported impact to blood glucose.